Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient enrolled in a (B)(4) study and underwent a right total knee arthroplasty on (B)(6) 2009. Subsequently, patient expired on an unknown date due to an unknown reason.

Manufacturer narrative:
(B)(4). Year of death: 2013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated: ethnicity, date of report, describe event or problem, date received by MFR, type of report, if follow-up, what type?, evaluation codes, additional MFR narrative. The reported event was unable to be confirmed due to limited information provided. Device history record (DHR) was reviewed with no deviations or anomalies identified. Root cause cannot be determined as the cause of death is unknown and it is unknown if the device caused or contributed to the reported death. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.